Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report. (B)(4).

Manufacturer narrative:
(B)(4). The correct information has been provided in this report.

Manufacturer narrative:
The information provided in summary with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer stats hat he was hospitalized roughly 3 weeks ago (the customer does not recall the exact date of his hospitalization) for diabetic ketoacidosis but confirmed that his hospitalization was not related to any medtronic product/device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to complications with his blood glucose and resulting in the hospital removing his cgm system from his body then discarding it by accident. The customer blood glucose level was unknown. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.